Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their implant was not charging and they would get a cannot recharge the battery message. During the call there were no damages on the recharger, controller charging port and battery compartment. To agent's understanding patient seemed confused on difference between charging the implant vs charging the controller. During the call patient got recharge the controller when they plugged the recharger. Patient plugged the ac power and there was no green light so agent advised patient to unplug then plug the ac power and green light was flashing above the screen. Controller was at 10% and implant was red. Further information received from the patient reported that they resolved the issue by replacing the implant entirely.